Event description:
It has been reported that the device will not power on.

Manufacturer narrative:
Updated the reporter information, the conclusion code grid, the evaluation results code grid, the evaluation method code grid, and the component code grid.